Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Analysis of the sc connector of the catheter revealed coring/tears/cuts in seal and meets leak criteria per (B)(4). The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2016: baclofen with concentration 2,000.0 mcg/ml at a dose rate of 780.3 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned for analysis without documentation and no alleged issue. The patient was receiving an unknown intrathecal medication via an implanted pump for cerebral palsy and intractable spasticity. No further complications were reported/anticipated or expected.